Event description:
The device was returned for mechanical hardware failure (av sticky valve). Upon return, the outlet pin of the fva was dragging during operation in addition to getting stuck inside the channel. The device was attached to a charging bracket and powered on, no alarms or errors occurred. A cassette was loaded on to the device and an infusion was run. The device displayed a red pump service alarm at the start of the infusion. Log files were reviewed and an av sticky valve failure was found at the time of the alarm. The device was opened to inspect for internal damage. No internal damage was identified. The fva pins and their channels were cleaned using alcohol. The fva lip seals were replaced during investigation. The device was then run through an infusion of 100 ml over 1 hour for both the primary and secondary channels. No problems or alarms were observed.

Event description:
The following has been reported: biomed reported: "no patient harmed by device. Staff stated pump stopped running with red alarm that states "service pump" sn: (B)(6). A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.